Event description:
Customer emailed saalt on 10/26/2020 to explain they experienced a severe allergic reaction to the cup after using it for two cycles, and having the same reaction while using the cup for both cycles. Saalt responded with additional questions about the customer's experience. They asked if the individual if they went to the doctor, how they were cleaning their cup, and many questions regarding their cup. Customer responded and said they were treating their infection with antihistamines and painkillers. Customer did not go see the doctor to learn more about their reaction, but they said that they suspect the reaction may have been caused by the panty liner that they were using in conjunction with the cup. Saalt requested additional details about which cup the customer was using, their address, and their birth date. We also asked the customer to let us know what they learn once they have a chance to meet with their doctor and/or try the cup without the panty liner ((B)(6) 2020). Customer responded with their address, dob, order number, and photos of their cup.